Event description:
The customer reported the system would intermittently not produce a live image. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was reseated and the backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.